Event description:
While assisting a caregiver (cg) in ending therapy during initial drain, the technical service representative (tsr) discovered that the cg had connected the patient to the patient line, started therapy, and then had realized that the line had not been fully primed. The cg had stopped therapy. The technical service representative (tsr) advised the cg to restart therapy using new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the caregiver stated that they connected the patient to an incomplete prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.